Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal cannula seal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy procedure, a small piece of the universal cannula seal broke off into the patient. The customer was able to successfully retrieve the piece during the same surgical procedure which was completed as planned.